Event description:
Information was received that during use of this smiths medical cadd administration sets leaked was noted out of the air-eliminating filter. It was reported that the leaked occur during infusion rates of 0.6ml/hr and 5ml/hr. The medication had to be remade and the patient needed to be reassessed with each leak. No patient injury reported. No reported adverse effects.